Event description:
It was reported that during an unknown procedure, the jaws locked down. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). The analysis results confirmed that the instrument was received with the jaws in the closed position and the trigger activated. Functional testing could not be performed due to the condition of the device. The trigger was assisted in order to open the jaws however; the device did not feed any other clips. In order to inspect the condition of the internal components, the handles of the device were broke open and insufficient lubrication was noted. In addition, the trigger post that activates the feeding mechanism was broken. It is possible that the lack of lubrication increased the force required to activate the feeding mechanism which caused the trigger to brake and prevent the device from continuing activating as expected. The batch record was reviewed and no anomalies were noted during the manufacturing process.